Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that the patient was in too much pain; they were recovering from a broken hip and the pain from the procedure hurt more than that or the stitches they had to get in their lip from when they fell. It was noted the patient did not have time for the trial and it was being done at the wrong time and they had so many other things to do. Additional information was received two days later. The patient had been feeling rotten since friday, and yesterday, they had a lot of back issues. The patient was not aware of feeling stimulation at 0.7 and had been barely voiding since 5am this morning. The patient increased the amplitude level to 0.9 and felt pain, but was not really sure what they were feeling. The patient decreased the amplitude level down to 0.8 and the patient felt stimulation. Additional information was received on 2017-oct-10. It was reported that the patient was in pain during the procedure and after. Additional information was received one day later. It had not been easy for the patient get around and to the restroom. No further complications were reported/anticipated.